Event description:
Customer reporting 1 false positive sars result in an asymptomatic patient. Customer communicated the patient sample was recollected the next day and was found negative by another molecular method.

Manufacturer narrative:
Investigation summary: the images provided by the customer were reviewed and determined to be possible false positives but without the actual raw data a full assessment cannot be done. Root cause: unable to determine. Source: email.